Event description:
The patient reportedly experienced cellulitis of the skin at the implant site. On (B)(6) 2014, the patient was prescribed IV ciprofloxacin and clindamycin for three days and oral antibiotics for two weeks. The patient was hospitalized (B)(6) 2014 to (B)(6) 2014. The patient's infection has reportedly resolved. Following the infection, it was noted that the patient's device had migrated. The device was repositioned on (B)(6) 2014.